Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted proximal gastrectomy procedure, the seal of the device disengage but not inside the patient cavity and was also retrieved. They then used another device to resolve the issue in order to complete the case. There was no patient injury.